Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported diagnostic interpretation was requested on an insertable cardiac monitor. There were questions regarding non physiologic intervals. The monitor remains implanted. No patient complications were reported as a result of this event.